Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a printer issue. A technical support specialist retrieved the driver for the specified printer model, extracted the printer file within ciisafe, and installed a new universal print driver for the lexmark printer utilizing the provided ip address. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe system had a printer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.